Manufacturer narrative:
The remote support engineer spoke with the customer and they confirmed that no sound was coming from the device. The customer sent a replacement speaker to the customer to solve the reported issue. E1: reporter institution phone number: (B)(6). E1: reporter phone number:(B)(6).h3 other text : material only sent to customer.

Event description:
The customer reported a speaker malfunction from the device. It is unknown if he device was in use at time of event, there was no adverse event reported.